Event description:
Subject (B)(6) recently underwent revision/replacement of his left sided thalamic dbs lead on (B)(6) 2021, and then was admitted from (B)(6) with concern for possible (B)(6) in the context of fevers and headaches to (B)(6). His wife contacted dr. (B)(6), the previous pi and surgeon. Dr (B)(6) attempted to contact the pi but the email with the study information failed to properly forward from her (B)(6) alias to her actual (B)(6). His csf cultures never grew any organism, and ID recommended empirical treatment for 14 days, and his symptoms did resolve. He then presented on (B)(6) with altered mental status, fevers, and a wbc of 1500 in his csf with a glucose of 40, protein of 121, and 61% neutrophils. ID is still waiting on csf culture results but will maintain broad spectrum antibiotics for now. A brain MRI obtained on (B)(6) with contrast revealed no abnormal enhancement, and no region consistent with an abscess. He remains admitted to (B)(6) and is currently stable. He is awaiting final ID antibiotics recommendations and discharge home. This is a serious adverse event. However, it is not an unexpected adverse event because infection is a known complication of deep brain stimulation surgery. FDA safety report ID # (B)(4).